Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the black box shows "por" events associated with battery changes on (B)(6) 2016. Cs 054 errors observed in bb on complaint date. A "por" event was observed in the clearing of the cs054 error per normal operation. No evidence of moisture contamination observed behind display lens. No battery cap returned. All testing performed with a test battery cap. Pump powers with test battery cap. Battery cap is able to fully tighten. Battery compartment is intact. Cover crack observed between corner of display lens and case seal. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. A leak test shows leak at cover crack. Removed pump case. Evidence of moisture contamination inside pump on force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.